Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge failed due to component. Field service engineer recovered bin 1-3 to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system fridge failed to lock, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.